Manufacturer narrative:
Updated data: b5. Additional information was received that mitral annular calcification was present at baseline, prior to enrollment in the clinic al trial and prior to the implant of the transcatheter aortic valve (tav). Baseline mitral mean gradients recorded were 3mm hg, 2017; 6 mm hg, 2018; and 8 mm hg, 2020. Mitral valve gradients slowly increased overtime due to moderate stenosis. The mitral explant was required due to the baseline calcific degenerative valve disease and result of the tav explant. It was noted the anterior mitral leaflet was fibrotic and caused difficulty when explanting the aortic valve. The tricuspid valve intervention was repaired as a result of the patient¿s underlying medical condition. H6. Patient codes; device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated an earlier onset date of the previously reported worsening heart failure symptoms and hospital admission. These occurred 4 years and 25 days following the initial valve implant rather than 4 years and 29 days as previously reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a review of the device history record for this valve found it was built to specification and met all final inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. No images of the im plantation procedure or of the implanted valve were available for review and the valve was not returned, therefore, no product analysis could be performed. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined from the information available. Mitral valve regurgitation is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. Entrapment of the anterior mitral leaflet by the frame of the transcatheter aortic valve and baseline calcific degenerative valve disease was reported, which may have been a contributing causes. However, with the information available, these causes could not be confirmed. Stenosis is a known potential adverse effect per the evolut instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, stenosis was reported in the mitral valve. Per the operative report, the mitral stenosis was due to entrapment of the anterior mitral leaflet by the frame of the transcatheter aortic valve. In addition, baseline calcific degenerative valve disease was reported and may have been a contributing cause. With the information available, this cause could not be confirmed. Low ejection fraction can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions but a conclusive cause could not be determined from the information available. However, the mitral valve stenosis may have been a contributing cause. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be de termined with the information available, but the mitral valve stenosis may have been a contributing cause. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 method and conclusion coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received, that the patient experienced decreased exercise tolerance. With report of shortness of breath and fatigue, prior to the aortic valve intervention. An echocardiogram performed, showed a reduced ejection fraction from the previous year. And moderate-severe paravalvular leak was noted. In addition, mild mitral valve regurgitation and minimal tricuspid valve regurgitation were observed. The mitral valve was replaced. And the tricuspid valve was repaired at the time of the transcatheter aortic replacement. Eight days later, the heart failure symptoms had resolved with no sequelae. No additional adverse patient effects were reported. Updated data: h6: patient annex e, device, and annex g codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, twenty-nine days following the implant of this transcatheter bioprosthetic valve, the patient was admitted due to worsening heart failure symptoms. Surgical intervention was performed for aortic valve replacement. No further information was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received via an operative report that the mitral stenosis was due to entrapment of the anterior leaflet by the frame of the transcatheter aortic valve. Explant date was received and was added to section d.6.b device code in section h.6 was updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.